Event description:
A dentist reported to 3m espe that a male pt experienced a burn on the buccal gingival tissue of tooth #10, during a curing procedure with a 3m espe elipar freelight 2 curing light. The curing procedure reportedly involved placement of two 3m espe relyx fiber posts into tooth #7 and # 10. The pt left the office and returned two hours later to report his symptoms. The dentist referred the pt to a periodontist, and he received a skin graft in 2009. The dentist reported that the affected tissue area has healed nicely, and the pt is fine now.

Manufacturer narrative:
Results and conclusions: at the time of this report, the device has not been returned to 3m espe, therefore, no eval has been conducted. Since 2003, there have been seven reports received for symptoms consistent with a local heating or thermal burn with this product. However, the number of complaints received is low compared to the number of curing procedures performed with this product each year. Although reportedly the 3m espe relyx fiberpost has been used in this procedure, it seems to be very unlikely per today's info that the post contributed to the thermal burn. As a consequence, no separate MDR will be submitted for relyx fiberpost unless any new info will be obtained leading to a different conclusion.